Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
On (B)(6) 2022, it was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" guidewire moved distally as it was not controlled while exchanging the balloon to stent. A dissection was observed in the distal ica. The physician elected to convert to cea.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
On april 21, 2022, it was reported that during a transcarotid artery revascularization (tcar) procedure, the 0.014" guidewire moved distally as it was not controlled while exchanging the balloon to stent. A dissection was observed in the distal ica. The physician elected to convert to cea.